Event description:
It is reported that patient was revised due to infection. The surgeon performed antibiotic lavages and re-implanted new prosthesis.

Manufacturer narrative:
Evaluation summary: the liner and head have an in-vivo time of one month and 16 days. A definitive root cause cannot be determined with the information provided. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. No devices or photos were received; therefore, the condition of the components is unk. Review of complaint history indicated no previous complaints for the lot codes associated with the head and liner. Review of the manufacturing records for lot codes associated with the devices identified that the head and liner conform to specifications.